Manufacturer narrative:
Additional information: d4, a1, a3, e1, and h4.

Event description:
It was reported that the patient presented for follow up with high capture threshold and high pacing impedance exhibited by the right ventricular lead. The lead was explanted. The patient was stable.

Manufacturer narrative:
Further information was requested but not received .